Event description:
A malfunction alarm was reported. There was no reported impact on the customer¿s blood glucose level. Technical support arranged for the replacement of the pump and instructed the customer on returning the faulty pump, acknowledging understanding of the process. The customer planned to use multiple daily injections as backup insulin therapy to ensure continued insulin delivery.